Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection noted the handle was jammed and partially actuated. During functional testing, the tacks seated properly, but handle did not retract after firing. The leaf spring was loose on handle. The unit was disassembled and it was noted the leaf spring was detached and rolled. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the reported condition is due to an excessive amount of adhesive being applied to the spring retainer during the assembly process. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, while closing ¿petersons¿ space, the device blocked and did not fire any staples. A new device was use to resolve the issue and complete the case. There was no patient injury as reported.